Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-239 mg/dl), correction boluses were delivered; however, bg did not lower. Customer alleged the correction factor may need to be adjusted. Pump system check was performed with tandem technical support (cts). Pump time was found to be incorrect; cause was not known. Cts assisted customer with correcting time. Customer also reported to fill the cartridge with cold insulin. The pump cartridge was used for 5-6 days and infusion set site for more than 3 days. Cts informed customer that the supplies were used longer than labeling. Customer acknowledged. Recommendation was made for the customer to discuss event with a healthcare provider.